Event description:
Plaintiff reports initial bilateral implantation 4/18/78 with replacement 10/23/78. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.